Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a hernia repair surgery, the patient has experienced persistent daily pain described as a pinching sensation from the day of the operation to the present, over a period of approximately four months. Prior to surgery, the hernia caused only mild discomfort; however, postoperatively, the patient reports significantly increased and continuous pain, leading to regret regarding the decision to undergo the procedure. The postoperative course was complicated by significant fluid loss requiring placement of a surgical drain. A CT (computed tomography) scan performed in (B)(6) 2025 identified the hernia and supported the indication for surgical repair. No other abnormalities were noted at that time. A subsequent CT scan performed later revealed a tumor measuring approximately 7 × 4 cm on an ovary, indicating that the mass likely developed in the interval between the two imaging studies. As a result of this finding, a second serious medical condition was identified and required urgent management. The patient was referred to a surgeon, where surgery was performed to remove the ovaries and fallopian tubes. The tumor was currently undergoing pathological analysis and appears highly suspicious for malignancy. A second surgical procedure to remove the uterus was planned. During this period, the patient consulted patient collectives and journalistic sources reporting complications associated with the prosthesis, including chronic pain and, in some cases, ovarian or bladder cancers.